Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the device would not power on. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging the device would not power on. The device was not in patient use. The ventilator was returned to a third-party service center for evaluation and the customer¿s complaint was confirmed. The device's system board was replaced to address the issue. Additionally, the air inlet foam filter changed due to preventive maintenance and the machine flow sensor, blower assembly, blower bellow, blower mount, fio2 tubing, blower tubing, system board tubing, and blower chassis replaced due to contamination, which was not related to the malfunction/issue.